Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent positional diaphragmatic stimulation due to the left ventricular lead. It was noted phrenic nerve stimulation was reproducible in the clinic. The lead was reprogrammed and remains in use. The patient was a participant in the adapt response study. No further patient complications have been reported as a result of this event.